Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on jul 02, 2021 with lot number 2246531. Visual analysis of the returned device identified: weight to the spec, deformation. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. - no openings or issues related to rupture device were observed.

Event description:
Healthcare provider reported rupture for the left side, ultrasound confirmed. Device has been explanted

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture."

Event description:
Healthcare provider reported rupture for the left side, ultrasound confirmed. Device has been explanted.